Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, lost image has occurred. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was twisted. The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140cm from the distal housing.